Event description:
Additional information 05 jun 2024: on (B)(6) 2024 the patient experienced stoma pain and discharge. The patient went to the emergency room via ambulance and was prescribed intravenous antibiotics and 500mg of oral tecat-cephalexin for 10 days. The patient was told that the peg/j needs to be replaced to prevent the stoma site infection from recurring. The patient was referred to a gastroenterologist. The patient reported that the stoma site pain is ongoing.

Manufacturer narrative:
Reference record (B)(4) additional information added to b5 if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately (B)(6) 2024 patient reported stoma site pain with discharge. An emergency room physician stated there may be bacteria and prescribed unspecified antibiotics for 7 days.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.